Event description:
It was reported that marking band issues occurred. A 10x80x120mm epic stent was selected for a percutaneous stent implantation. During the procedure, the proximal marker band of the delivery system could not be visualized. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the inner lumen 2.1cm and 7.4cm from the tip. Microscopic examination revealed no additional damages. The stent was fully deployed and did not return with the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that marking band issues occurred. A 10x80x120mm epic stent was selected for a percutaneous stent implantation. During the procedure, the proximal marker band of the delivery system could not be visualized. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.